Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) study. Same case as MFR: 2134265-2016-08590. It was reported the patient experienced hypotension. A left atrial appendage (laa) closure procedure was being performed. The 27mm watchman ® laa closure device & delivery system was used with a watchman® access system two partial recaptures were performed as the device position was too distal. Upon release, the closure device was placed distal to and spanned the entire laa ostium with a complete seal noted. However, during the procedure the patient experienced hypotension, no additional actions were taken and the issue was resolved/recovered the same day.